Event description:
It was reported that this rv lead was explanted approx. 62 months after the implantation due to oversensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut 10 cm distal to the df4 connector pin. The proximal and distal fragments were returned for analysis. The medial fragment (approximately 6 cm length) was not received. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed approximately 9 cm proximal to the lead tip that the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, a deformed rv shock coil was found, which most likely resulted from the extraction procedure. The manufacturing process for the lead was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the lead functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.